Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, high, out of range, high voltage lead impedance and high capture threshold was observed on the rv lead. Lead abrasion due to externalized conductors was also observed. Lead was explanted and a new lead was implanted. Patient was stable.